Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had reoccurrence of low battery alert prior to replace battery alert. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.